Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to an unknown reason. This ra lead was unable to be connected to the device header as the setscrew within in header came out. This lead was able to be successfully repositioned and remains in service. No additional adverse patient effects were reported.